Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) on the right ventricular (rv) lead. Technical services (ts) was consulted about reprogramming options. This crt-p remains in service. No adverse patient effects were reported.